Event description:
Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy testing -11.1% was not confirmed in the event log nor during testing and duplicating the event. Action was taken for preventative to replace the expulsor. A summary of routine maintenance repairs included: replaced worn uso seal, scratched lens, dso, overlay, expulsor and valves. Loaded software and calibrated the device. Device passed all functional testing and delivery tests after maintenance. No fault found, as event could not be duplicated.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump failed accuracy -11.1%. The reported event did not occur while in use with the patient.